Event description:
It was reported, the camera head had air leakage at connector section (with seal). There were no reports of patient involvement.

Manufacturer narrative:
E1 facility name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The product did not meet the product specifications. Additionally, other evaluation findings include the following: corrosion on the electrical contacts of the video connector, corrosion on the scope mount, main unit flooded, and there was a crack on the video connector. Based on the results of the investigation, it is likely that the following led to the malfunction: the video connector was cracked and could not be kept airtight, resulting in air leaks and flooding of the main unit. The most probable cause of the complaint could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.